Manufacturer narrative:
Reference MFR report# inadvertently entered incorrectly on the initial report. Corrected to reference MFR report#1627487-2016-04421. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2016-04421. Follow-up identified surgical intervention was undertaken during which time the two existing leads were explanted and replaced with two new models. Stimulation was restored postoperatively and the issue resolved.

Manufacturer narrative:
(B)(4) . Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-00421. It was reported the patient experienced ineffective stimulation due to migration of the right lead down and across the left lead. Reportedly, diagnostic testing denoted high and low impedance values on all contacts of the right lead. As a result, surgical intervention may be undertaken as the next course of action to address the issue. Note: both leads are being reported as it's undetermined which lead is related to the issue.